Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) year old male patient contacted zoll to report that patient had some irritation that she described as a "burn" under one of the electrodes. The patient had not taken a shower in over a week previous to noticing the irritation. The patient's wife called in 5 days later to report that the patient was getting another "burn" under a different electrode. The patient's wife called in 4 days later to report that the one "burn" cleared up but the other one is still very irritating. The patient's wife called in 3 days later to report that the first rash healed but the second on e that was initially bleeding is still there but doing better. There was no follow up on irritation to see if it healed.